Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had exposed wires. The cables were found to be broken at distal tip. There were no reports of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the broken wires were identified during sterile processing. This was not used on a patient while broken. The instrument has been returned to intuitive for review.